Event description:
The (B)(6) year-old patient underwent a ivor-lewis esophagectomy which was initially uneventful. The patient was taken to the pacu pot-op. Shortly after arrival within the pacu, the patient rapidly lost blood pressure, and was found to have blood coming from chest tubes. Active resuscitation was unable to correct his volume status, and he was emergently taken to the operating room. He lost a pulse and pressure in the operating room and underwent CPR. We were able to successfully reinstitute a pulse and pressure after cross-clamping the aorta, undergoing intrathoracic cardiac massage and intracardiac epinephrine injection. The bleeding site was found to be a short gastric which had opened up through the patient's harmonic scalpel seal. Patient underwent packing and was returned to the ICU in guarded condition, intubated. Patient subsequently expired 10 days later. This sealing issue has been seen a few times with this device.